Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, the device was found to be in backup vvi. Upon further evaluation at the clinic, backup vvi was confirmed on the device. The device restoration was performed successfully. The patient was asymptomatic and will continue to have regular follow-ups.